Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) , bupivacaine, and fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that  the personal therapy manager (ptm) worked great at the beginning, but it was getting worse. The patient stated that in the last two months the ptm was taking long time to connect and five minutes to deliver the bolus also, they got stuck at 90%. The patient stated that they used to get 8 boluses but now they get 16 bolus day. The patient mentioned that they last time he spoke with the patient answering technician service (pats) was not feeling good and did not remember the instruction to clear the data. The agent assisted the patient with clearing the data on the ptm then the ptm connected very fast.